Event description:
During preparation for use of the device, the air bubble sensor did not alarm when exposed to an air bubble. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not begun.